Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the proximal to left anterior descending (lad) artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, physician advanced the device to the desired lesion. The balloon was inflated, however, it was noted that it ruptured at 2 atmospheres. The device was removed from the patient's body using the monorail technique. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.